Event description:
Info received that the bed would not go in trend. No injury reported.

Manufacturer narrative:
Tech found hydraulic valve for trend position was stuck, causing the unit not to go into trend. Replaced the hydraulic valve to resolve this issue.